Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported an unspecified fluoro issue. Fse found the system had communication errors which prevented boot up. Fse determined the cause of the problem to be a faulty power supply which had a too low voltage output. If a power supply voltage output is too low, the other components will not be able to function, and a communication error often results. Fse replaced the faulty power supply to restore system functions. Based on the age of this system (manufactured in 2004), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.